Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging an unknown issue with the patient¿s onetouch verio iq meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. During the follow-up call, the reporter clarified that the unspecified issue was related to alleged inaccurate high blood glucose results obtained with the subject meter in early february 2018 compared to the patient¿s feelings and/or normal readings. The exact readings were not provided. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient is on insulin pump therapy. During the follow-up call, the reporter stated that the patient administered insulin based on the alleged inaccurate high results obtained with the subject meter which ¿may then have resulted in lowered blood glucose¿. The reporter was unable to confirm if the patient developed any physical symptoms as a result of the alleged issue. During the initial call, the reporter stated that the patient was hospitalized at an unspecified date and time due to the alleged issue. During the follow-up call, the reporter was unable to confirm the reason for the patient attending the hospital or the type of health care professional (hcp) treatment received. The reporter informed the csr that the patient also has other health issues. It was not confirmed if the patient¿s blood glucose was tested on any other device. At the time of initial troubleshooting, the csr noted that the test strips associated with the complaint may have been compromised during cold weather. During the follow-up call, the reporter was unable to confirm if the test strips the patient was using when the alleged issue occurred had been stored outside the labelling conditions. Replacement products were provided to the patient. This complaint is being reported because the patient reportedly received hcp treatment for a possible acute blood glucose excursion while using the product. The alleged inaccuracy issue could not be ruled out as a cause or contributor to the event.